Event description:
Customer is reporting complaint on product # 8309el, lot# 3250t141. Customer states that the pad will not sense patient sitting on it while pad is on top of chair waffle.

Manufacturer narrative:
H3. Evaluation of the returned sensor pad found that the in-house 8645 unit recognized the sensor pad when inserted into both unit sensor receptacles 1 and 2, but the unit did not go into monitoring mode when weight was applied due to a damaged rj-11 connector. The rj-11 sensor connector has been damaged as the slot number 3 (counting from right to left) for the green wire pin out was bent and covering the slot number 4 for the red wire pint out. As a result, the internal red wire did not have a good connection when the rj-11 sensor connector was inserted into the unit sensor receptacles. After the rj-11 slot number 3 was repaired by straightening the bent slot allowing slot number 4 to have a good connection with the unit sensor receptacles, the sensor pad functioned properly. A device history record (DHR) of the affected lot number did not reveal any issues that could have contributed to the reported incident. No ncrs were identified. The sensor pad passed all verification testing and met manufacturing specifications prior to being released for distribution. The possible root cause for this deficiency is that the rj-11 sensor connector may have bumped onto a foreign object and/or caught in-between the chair mechanism or heavy equipment such as diagnostic tool causing the rj-11 to be damaged and did not have a good connection when inserted into the unit sensor receptacles. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). FDA reference number (B)(4).